Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "revised this hemi to a tha following some patient-complaints apparent heterotopic-ossification viewed in pre-op imaging. No complaints have been filed against the implants themselves." A 26 -3 mm lfit v40 head was revised to a 28 + 8mm lfit v40 head. Spoke to rep: patient was revised to competitor acetabular components.